Manufacturer narrative:
Analysis was performed to the returned device. The reported needle to cuff miss was not confirmed; however, there was an observed suture malposition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and CAPA database for the reported lot revealed no related manufacturing nonconformities. The observed suture malposition and subsequent treatment appear to be related operational context of the procedure. It is likely that an interaction with patient anatomy or friable femoral vessel contributed to the observed suture malposition. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. E1 correction: first name updated from (B)(6). E1 correction: last name updated from (B)(6). E1 correction: title updated from ms to dr. E3 correction: occupation updated from non-healthcare professional to physician.

Event description:
Subsequent to the initially filed report, the following information was received:it was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a mitral valve reconstruction interventional procedure. The suture of a new prostyle device was successfully pre-placed. The mitral valve reconstruction procedure was completed with the same 6f sheath. Hemostasis was achieved with the pre-placed prostyle suture. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device. Reportedly, a cuff miss [suture retrieval issue] occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.